Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4). Article citation: davies, m (2015, august 27), "teacher who slept in his contact lenses while drunk feared he would go blind after developing excruciating ulcer that made his eyes feel like they 'were on fire". The manufacturer internal reference number is: (B)(4).

Event description:
As reported by a social media post, a patient reported to have slept in the lenses and developed an ulcer. The patient reported to previously sleeping in the lenses and the lens stuck to the eyeballs requiring removal by an optician. It was also reported that the patient slept in the lenses in (B)(6) 2014 and upon removal of the lens the patient felt a scratch. The patient did not seek medical attention for lens removal. The patient inserted new lenses following removal and the lenses felt a little gritty and uncomfortable. The patient stated that the right eye (od) became worse and started watering as the day progressed. Additionally, the patient noticed that the od hurt every time he looked at the light that evening. The patient reported that the following day they could not see anything upon waking and the pain was excruciating. The patient sought medical attention and was informed that they had a large ulcer on the od. The patient was prescribed an unspecified pain relieving eye drops followed by unspecified antibiotic eye drops to use for 2 weeks. After this incident, the patient elected to undergo lasik procedure for vision correction. The symptoms have resolved. No further information was provided or is expected.

Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).